Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and additional information received from the customer (e2/e3/g2). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely fluid invaded the scope while the user was handling the device due to a leak in the biopsy channel, which led to an abnormality in the electronic components, and resulted in the reported event. Additionally, the insertion section was squashed while the user was handling the device due to physical stress. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The control knob movement / angulation was not working. Additionally, the device was found to be leaking at the biopsy port. The device failed the insulation test. The distal end cover was dented. The adhesive of the bending section cover was cracked. The device failed the conduction test. The insertion tube was squashed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lever of the evis exera iii bronchovideoscope was damaged. The malfunction was found during reprocessing. The device was returned to olympus. Upon evaluation of the returned device, it was found that the device exhibited b30 scope communication error. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.